Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk), the device was unable to obtain an ECG signal and was unable to charge. After several attempts the device was able to obtain ECG and charge to continue treating the patient. The complainant also indicated that the device inappropriately shut down, however did not indicate if this as during patient use. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.